Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The lesion biopsied was 5mm and located in the right lower lobe (rll). The physician confirmed that he was at the lesion location and within 5mm of the pleura. The physician believes the ion device caused or contributed to the pneumothorax. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no response has been received.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available at this time. No video or images have been provided for review. This complaint is being reported bases on: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the complication. The cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The lesion biopsied was 5.2mm and located in the right lower lobe - anterior segment. The physician confirmed that he was at the lesion location and within 5mm of the pleura. The diagnosis from pathology was chronic inflammation (benign). The physician believed the ion device caused or contributed to the pneumothorax.